Event description:
Adverse event: infection. A (B)(6) year old male patient was given bilateral knee injections of supartz (series of 5) beginning on (B)(6) 2016. The injections were as follows: 1st injection: (B)(6) 2016, 2nd injection: (B)(6) 2016, 3rd injection: (B)(6) 2016, 4th injection: (B)(6) 2016, 5th injection: (B)(6) 2016. After the last injection, the patient began complaining of extreme knee pain in the left knee on (B)(6) 2016. No pain or symptoms in the right knee. The patient went to see the physician on (B)(6) 2016. The physician drew synovial fluid from the knee and sent it to quest lab for evaluation. He ordered a "gram stain" which came back positive for staph infection. On (B)(6) 2016, the patient was advised that there was an infection and he went to the hospital. He was in the hospital until (B)(6) 2016. The patient was ordered to go to skilled nursing for 3 weeks with ivf and antibiotics. On (B)(6) 2016, the patient was sent back to the hospital due to low blood and dehydration. At this point, they are not sure if the infection is under control. As of (B)(6) 2016, the patient is still in the hospital.